Manufacturer narrative:
A review of the color check images showed that several test wells contained bubbles. The customer was made aware of technical communication (B)(4) regarding liquid level detection and that the presence of bubbles may cause the sample to be pipetted incorrectly leading to unexpected negative interpretations.

Event description:
A customer reported that an unexpected negative result was obtained on galileo echo (B)(4) with a sample known to contain anti-k.